Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Analysis showed that the insulation/lead body damage and guidewire connection allegations were confirmed. The visual inspection showed a puncture hole in the silicon insulation in the spiral fixation region of lead damage consistent with backloaded guidewire escaping the lumen. Visual inspection also showed foreign material at the puncture site which appeared to be an agglomeration of body fluid and polymer from lead/guidewire interaction. A line of code was added for this observation.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to physical damage in the lead body and insulation. The physician was attempting to back load a guide wire however, the physician perforated the internal lumen wall of the lead causing the wire to poke externally through the external lead body prior to implantation. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to physical damage in the lead body and insulation. The physician was attempting to back load a guide wire however, the physician perforated the internal lumen wall of the lead causing the wire to poke externally through the external lead body prior to implantation. This lead was never in service. No adverse patient effects were reported.